Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation and soreness. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation and soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer. The manufacturer found signs of contamination on the bottom of the case around the p4 dc input, contamination on and in the air output port inside of the case, contamination in the blower box as well as on the blower motor. The device's downloaded event log was reviewed by the manufacturer and found six instances of e-101. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.